Event description:
This event was reported to shockwave via the post market empower cad clinical study. A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the mid right coronary artery (rca). 10 pulses were successfully delivered at a max of 6 atm. There was no ivl malfunction reported. Prior to the procedure, the patient's creatine kinase-mb (ck-mb) was measured at normal baseline level. Within forty-eight (48) hours after the procedure, the patient's cm-mb levels became elevated to 100 times the upper normal limit (uln). The patient was discharged. This event was adjudicated by the clinical events committee (cec) which confirmed a non q-wave myocardial infarction was attributable to the target vessel. The cec noted loss of side branches in the rca as well as st elevation in inferior leads post-index procedure. It was determined that the mi was possibly related to the study device and definitely related to the procedure.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The root cause of the myocardial infarction could not be definitively determined based on the information available. There was no ivl malfunction reported. The cec determined that the mi was possibly related to the study device and definitely related to the procedure. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.